Manufacturer narrative:
(B)(4). Swing tab in locked position and damaged cartridge shroud. The analysis results found that the instrument was received in good visual condition and with three cartridge reloads present. The cartridge reload (b) was received fully loaded with staples, with the swing tab in the locked position, and with the knife shroud damaged; this damage is consistent with an improper loading of the reload. When loading the instrument, insert the cartridge by placing the alignment tabs into the alignment slots and pivoting the cartridge onto the cartridge fork. Snap the cartridge into position. If the reload is loaded improperly, it can result in damage to the knife shroud. This may appear as the device not closing or difficult to close. Reloads c and d were received fully fired. The instrument was tested for functionality with a test cartridge reload and it performed as intended. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open right hemicolectomy, the device could not be fired at the 2nd firing when the device was used on the colon. No staples were deployed. Another device was used to complete the case. The staple height was blue. Reinforcement material was not used. There were no adverse consequences to the patient. The doctor commented that he had clamped and unclamped the target tissue repeatedly to decide a cut line.